Event description:
It is reported that a customer has issues regarding their sensor not releasing when pushing down on the release button. The patient's blood glucose was at 68 mg/dl. The customer does not have any more sensors. The customer was did not know the correct method of releasing the sensors so the customer was walked through the process. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used sensor and perform visual inspection, found bent needle. Unable to perform insertion test due to sensor being opened/used. Also, evaluated three opened/used sensor. Analysis not required. Unable to perform insertion test due sensors being opened/used.